Event description:
Related manufacturer reference number: 2017865-2024-73469. It was reported that during the implantation of the aveir leadless pacemaker, interrogation was attempted but was unsuccessful. Various resolutions were attempted, such as re-interrogation, restarting the programmer, replacing the programmer, changing the programmer power supply, turning off peripheral devices, and reattaching the electrocardiogram. Interrogation was then performed when the device was in the right atrium, but it was also unsuccessful. The device was replaced and the same issues occurred. The proceudre was completed with an alternate device on (B)(6) 2024. There were no patient consequences.